Manufacturer narrative:
Product analysis: product analysis: analysis of the external pulse generator (epg) was able to confirm the customer comment that the output connector assembly was broken. Analysis also noted that the hanger assembly was broken, capacitor was damaged on main printed circuit board (pcb), the upper case was broken, one knob was contaminated, and the encoder assembly was contaminated. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the atrial and ventricular ports on an external pulse generator (epg) were damaged. The epg was returned for repair and subsequently tested out-of-specification during manufacturers analysis. There was no patient involvement.